Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the cardioplegia pump unexpectedly stopped. The user was unable to restart the pump by pressing the start/stop button. As a result, the user hand cranked the roller pump to deliver cardioplegia. The user reported for the following two cardioplegia deliveries, the roller pump functioned as expected. The device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.